Event description:
The needle failed to completely retract, resulting in an needlestick injury.

Manufacturer narrative:
The sample is not available for evaluation. Additional information regarding this incident has been requested. If additional information is received, a supplemental report will be submitted. (B)(4). Date submitted: (B)(6) 2011.